Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. However, it was reported that the device expiration date is october 31, 2018. (B)(4). The device has not been received for analysis. Should the device be returned, upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5079578.

Event description:
It was reported to boston scientific corporation that an upsylon y mesh was implanted during a procedure on (B)(6) 2008. According to the complainant, post procedure, the patient experienced bladder mesh issues. Reportedly, the issue required intervention. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.